Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event: upn: m365sc12320, model: sc-1232 , serial: (B)(6), batch: 521136. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial(B)(6), batch:7072773 / 7073750.

Event description:
Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to an (magnetic resonance imaging) MRI access, also imaging showed lead impedance. The patient is doing well post operatively and the device will not be returned due to hospital policy. It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. Device location is unknown. No additional information was available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 521136. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch:7072773 / 7073750.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. Device location is unknown. No additional information was available.